Event description:
An abutment broke in function. Pt is reportedly fine.

Manufacturer narrative:
No observable defects could be found wiht the component itself. Measurements taken met design requirements. Review of the lot history of the subject product was completed and found to be acceptable per release criteria.